Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned device was performed and the reported twisted suture was confirmed as the link was returned loose. The reported event appears to be related to operational context (inadvertent handling). The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that prior to the endovascular aneurysm repair (evar) procedure, it was noticed that the suture of the proglide device was unusually visible, protruding and twisted. The device was not used and a second proglide device was successfully used to achieve hemostasis. There was no patient involvement. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.